Event description:
The technician alleged the hi-lo assembly coil cable was cut with bare wires exposed. No pt impact.

Manufacturer narrative:
The technician replaced the hi-lo assembly coil cable to resolve the issue.